Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6) device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. A visual and tactile examination identified multiple hypotube kinks on the returned device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt vein side. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.